Event description:
It was reported that pump displayed malfunction code after caller had walked through airport x-ray body scanner earlier that day. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.